Event description:
It was reported that during a postop routine patient control, a failure of the initial construct was identified by the surgeons oa. Andreas flossmann and oa. Waclav brunner-urbanski. Right sided road has completely dislocated from the tulips after 3 months, but set screws are still in place. No interoperative problems have been occurring on the primary treatment. No issues have been documented. Pile driver has been used for all mono screws to secure a proper fit of the rod/screw/set screw construct.

Manufacturer narrative:
The device is unavailable for evaluation as it remains in situ. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.